Manufacturer narrative:
Device evaluation- the device was returned for evaluation. After being powered on, the device began to give a "double beep" alarm. The downstream occlusion sensor/cassette detector was replaced to address the issue. The cause of this component issue was not definitely established.

Event description:
It was reported the device gave a "double beep" alarm with no cassette attached. No known adverse effects to patient.